Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic experiencing palpitations. It was noted that the atrial lead exhibited noise and low impedance. No intervention had been reported.